Event description:
It was reported that during the colostomy takedown robotic procedure, a multiple holes were made in the small bowel and repaired during the procedure. At the time of the anastomosis, the circular stapler sizers could not reach the end of the rectal stump, and the circular stapler was applied regardless. The resident robotically held up each corner of the rectal stump, resulting in holes being ripped in the corners of the rectum. The surgeon extended the spike through one of the holes and fired the circular stapler, which produced an incomplete donut on the anvil side and a thin donut on the circular side. The surgeon inspected the small bowel and performed a leak test, which failed, indicating anastomotic leakage. The procedure was converted from robotic laparoscopic to open, and the surgeon sutured the hole closed, performed a loop ileostomy, and conducted a small bowel resection. Extended surgical time was noted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.